Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was scheduled for an rv lead revision due to increasing capture thresholds. When the physician went to remove the generator, the rv lead dislodged into the pocket. There were no adverse effects to the patient. The physician believed this occurred as an error due to the implanter not adequately securing the lead during the initial implant. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
External insulation abrasion was noted at 49.3-50.6 cm from the connector pin consistent with lead friction to another device or features of the heart. This is consistent with the observation from the field of increasing capture thresholds and inadequate capture.